Event description:
It was reported that the patient implanted with this right ventricular (rv) lead exhibited a short v-v interval. The health care professional (hcp) was inquiring if this was a possible indication of noise and if it is related to the reliance eptfe potential calcification/gradually rising lvsi field action which was communicated on (B)(6) 2025. Technical services (ts) educated hcp on the reliance field action and advised to work with the patient's electrophysiologist because the associated device this rv lead is connected to is part of medtronic's increased potential for reduced energy or no energy delivered during hv therapy when programmed ax>b field action communicated in (B)(6) 2023. Per this field action it is recommended to program b>ax which is reverse polarity and our recommendations per our field notification is to program to initial polarity when elevated shock impedances are present. The hcp provided a printout of the history of rv lead trends. It appears that there may have been at least one shock lead impedance measurement greater than 125 ohms. As of today, there have been no reports of patient harm and the rv lead remains implanted and in service.